Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a loose fitting on the water supply line as the source of the leak. The technician replaced the line and re-secured the fittings to ensure no leaks. The technician tested the unit and returned it to service according to specification.

Event description:
The user facility reported their amsco 400 was leaking water. No injuries or procedural delays or cancellations were reported.